Event description:
The facility reported a colleague infusion pump with a malfunction of "display has a section at the bottom that is completely blank." This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known that it occurred in the physical therapy department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The reported condition of the reported condition of bad screen/display was confirmed but was not reproduced during product evaluation. The root cause was due to faulty main display. The main display assembly was replaced to correct this condition. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.